Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission, 08/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2015 with the following findings: a review of the pump black box data revealed pump reboots following a replace battery alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap had damaged threads and did not secure properly to the pump. The yellow o-ring was visible and the cap continued to spin, however, the battery cap was able to maintain electrical contact during the investigation. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.